Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted. However, found unlocked assembly noted/lcd keypad connector. Also received with cracked belt clip slot, cracked reservoir tube lip, scratched lcd window, scratched keypad overlay, scratched reservoir tube window and cracked battery tube threads. Pump received without the original belt clip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 310 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.